Event description:
The device was returned for service. During service testing. Channel a failed accuracy test. According to the hosp rep, no pt injury or medical intervention had been reported associated with this device.